Manufacturer narrative:
(B)(4): the exact date of the event was unknown but it was reported to have occurred during (B)(6) 2013.the device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device had filled the patient with too much liquid and the patient had been hospitalized for this event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.